Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) however customer was unable to complete the check. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). Reportedly, the customer reverted to manual insulin therapy.